Manufacturer narrative:
(B)(4). MDR report key 10612851/MDR text key 209564003/medwatch# mw5096979. Complaint verification testing could not be performed as it was reported that the sample is not available for return. The lot number reported was 13f20c065q which is not a valid lot number. A similar lot number was found that matches the product code reported , 13f20c0651. However, this lot was cancelled and not released. Sales history could not be obtained as the customer is unknown. Therefore, a device history record review could not be performed. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the maude report: "arterial line foreign body removal s/p disconnect during suturing catheter. Vss imaging obtained, observed by md's throughout, vascular surgery attempted to remove catheter however, unable to remove at this time".

Manufacturer narrative:
Qn#: (B)(4). MDR report key (B)(4); MDR text key: (B)(4); medwatch# mw5096979.

Event description:
According to the maude report: "arterial line foreign body removal s/p disconnect during suturing catheter. Vss imaging obtained, observed by md's throughout, vascular surgery attempted to remove catheter however, unable to remove at this time."